Event description:
It was reported that patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were suggested. No adverse patient consequences were reported.